Manufacturer narrative:
The customer provided the device log files for evaluation. The review showed no blower temperature alarms, however the "blower start retry" events were observed. The customer was sent a replacement blower under warranty.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that before use, the device displayed an error message. Complainant indicated that there was no patient involvement in the reported issue.